Event description:
It was reported that three days after the implant procedure the patient that is enrolled in the envision clinical study a7007 did not have any stimulation in the pain areas. The physician suspected a device deficiency of lead migration. The patient underwent a lead revision procedure in which the right lead was repositioned. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7078720.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6) & batch: (B)(6).

Event description:
It was reported that three days after the implant procedure the patient that is enrolled in the envision clinical study a7007 did not have any stimulation in the pain areas. The physician suspected a device deficiency of lead migration. The patient underwent a revision procedure in which the right lead and the implantable pulse generator (ipg) were repositioned. The patient is doing well post operatively.